Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within a month of implant, the patient was in the emergency room due to the right ventricular (rv) lead failing to capture. The patient was in pain and had seizures, prior to being transcutaneously paced after the patient¿s heart rate dropped to 30 beats per minutes. The right ventricular (rv) lead was failing to capture at maximum output. The patient was sent for a temporary pacemaker where it was confirmed by fluoroscopy that the rv lead had dislodged from the septum. The rv lead was repositioned to the apex and remains in use. No further patient complications have been reported as a result of this event.